Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient passed away due to ongoing health issues he was experiencing (ulcers and parkinson's disease). It is unknown if the patient's devices were still implanted at the time of the patient's death. It is unknown if any devices will be returned to the manufacturer for analysis.